Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had foggy screen. The customer's blood glucose was unknown at the time of incident. Customer could not read the display screen of the insulin pump due to fogginess. The insulin pump also had buttons sticking issue. The time clock was advancing. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) act, esc and up buttons dome switch. No unlocked lcd keypad connector noted. No missing segment/partial display anomaly noted. However, device had minor scratched lcd window, missing address/serial number label and missing end cap sticker.